Event description:
The dealer states that the footrest support hanger was broke. The dealer was not sure as to how it broke. The dealer had no additional information.

Manufacturer narrative:
Follow up to be sent if additional information is received.